Event description:
It was reported that prior to start of a da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) to report that errors occurred on universal surgical manipulator (usm)1. System logs confirmed errors reported by universal surgical manipulator (usm)1_acs. The csr stated that they would disable the arm. There was no patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter was present at the time of the issue and confirmed that the issue happened prior to start of the procedure and there was no patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse found error 319 intermittent and replaced universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found the unit was installed onto a patient side cart fixture test platform (pftp) and intermittently triggered error 319 ac_1e, ac_1f, with pftp initialization failed 3 out of 6 attempts because of error 319. Upon visual inspection, no issues were found that would be related to the reported event. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue.